Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, infection - potential low grade, pain.

Event description:
Additional information received indicated the cylinder was blown out.

Manufacturer narrative:
This follow-up MDR is created to document the returned device and the conclusion of the investigation. A titan touch pump, two cylinders and a reservoir were received. As examination of the device may not conclusively confirm or disprove the report of infection or pain quality accepts the physician's observations as to the reasons for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.